Event description:
It was later reported that the patient was externally cardioverted via shock and returned to normal sinus rhythm.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product, product type: sheath, product ID: non-medtronic product, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Image review of clinical data file of case video was completed. Image review confirms radiofrequency ablation to tricuspid valve at time stamp of 18:21. Sweep graph at this time displays onset of radiofrequency ablation followed by ventricular tachycardia and ventricular fibrillation. In conclusion, the reported clinical issues cannot be assessed through data analysis. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID afr-00004 (serial: (B)(6)); product type: 3294-generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sphere-9 catheter, after ablation with pulsed field energy in the left atrium and during the first radiofrequency lesion on the cavotricuspid isthmus (cti) line, the patient experienced cardiac arrest and ventricular fibrillation. The procedure was aborted under general anesthesia following the onset of ventricular fibrillation. The patient was cardioverted back to sinus rhythm. No further patient complications have been reported as a result of this event.